Event description:
The balloon was inflated with a syringe (10 ml) stopcock on back of balloon with syringe on stopcock. Upon inflation, the balloon ruptured. The physician was unable to retrieve the balloon through the sheath. The catheter was cut in half so the hub could be removed, but was unable to resheath the balloon. The balloon and sheath were removed. Upon removal it was found that 1-2 cm of balloon was missing. The most distal portion and marker were missing. A cut down procedure was performed along with a CT scan. The balloon fragment could not be found. No consequences to the pt.

Manufacturer narrative:
During our examination of the returned opened and used device, we were able to confirm the balloon was torn circumferential, approx 40 mm from the proximal bond. The inner catheter shaft inside the balloon appears to be elongated and torn. We can advise this device is inspected 100% prior to further processing. Per the attached (IFU) instructions for use booklet: "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Warnings: do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters. Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall use of a pressure gauge is recommended to monitor inflation pressures." We will continue to monitor this device.